Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 06-07-2024 patient reported that infusion set leakage at the site within 2 days of use. Blood glucose level at the time of event was noticed 155 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.